Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl; cause was not known. A manual insulin injection was administered to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.